Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was undergoing an upgrade procedure from a dual chamber ICD to a bi-ventricular ICD. Upon pocket opening it was discovered that the leads was stuck in the header and the setscrews were unable to be loosened. Several troubleshooting techniques were used without success including attempt to cut the back of header and force the leads out from the pin. It was reported that the pin terminals were cut and the leads were capped. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. Laboratory analysis revealed that this device was returned with a header separation. Microscopic visual inspection noted the header was cut in 3 pieces. A terminal pin was cut off and returned in both right ventricular (rv) and right atrial (ra) tip connector blocks. Both terminal pins were removed without difficulties. All setscrews move freely. A lead insertion test was performed and no irregularities were found. The device's counter and therapy history revealed that the device was able to deliver therapy prior to explant. It was determined that the damage to the header was induced during the explant procedure. It was confirmed that the device met specifications, electrically.